Manufacturer narrative:
Correction b5: medtronic received information that during use of the myotherm heat exchanger, it was reported that there was an issue with cardioplegia tubing popping off the myotherm outlet on this occasion, leading to the perfusionists being splashed and needing blood tests for potential infection. Customer cleaned and flushed the device.use of device was unspecified. There was no adverse patient effect associated with this event. Two lot numbers of myotherm were included in the custom pack: 230710237 and 230710238. Medtronic received additional information that there was no visible air in system/tubing. There was 20ml of patient blood loss as a result of this leak. No transfusion required. The customer was at low risk for infection. Correction d1: brand name correction d2: product code & common device name correction d3: MFR name, street 1, MFR city, MFR region, country code & postal code correction d4: model # & catalog # correction g4: PMA / 510(k) #. Correction h6: patient codes (ime/annex e) correction additional codes: imf (annex f) health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage. There was a tie-wrap around the qb-outlet port. Pressure integrity testing was performed at 0.5 l/min with 23 psi (1189 mmhg) of backpressure for 10 minutes. During the pressure integrity test the qb-outlet port tubing connection did not leak or pop off the device. The qb-outlet port tip outer diameter (od), qb-outlet port first barb od and qb-outlet port second barb od were measured, and all the measurements were within specification. The reason for the return was not confirmed. Additional information: b5: medtronic received additional information that medtronic tubing was not used in this case. Clamps or locking connectors were not used at the time the event occurred. The customer received their tubing from a separate supplier. Correction b1 (adv evnt/prod pr) <(>&<)> h1 (type of reportable event): these fields have been updated. Correction d4.2 (expiration date) <(>&<)> h4 (device mfg date): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of two custom tubing packs, it was reported that there was an issue with cardioplegia tubing popping off the myotherm outlet on two separate occasions, leading to the perfusionists being splashed and needing blood tests for potential infection. Customer cleaned and flushed use of device was unspecified. There was no adverse patient effect associated with this event.